Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after a procedure for unknown reasons, the device went into backup vvi mode, without defibrillation function and could not be interrogated. The device will be scheduled for replacement.